Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
During a daily check on the cardiosave intra-aortic balloon pump (iabp) the customer found that both batteries when fully charged show five (5) green lights on the batteries. However, when they place either battery into battery bay 1 the battery indicator on the lower left side of the monitor for battery bay one (1) does not show 100% charge. The customer stated that the pump does not have a performance issue. There was no patient involvement and no adverse event was reported.

Event description:
During a daily check on the cardiosave intra-aortic balloon pump (iabp) the customer found that both batteries when fully charged show five (5) green lights on the batteries. However, when they place either battery into battery bay 1 the battery indicator on the lower left side of the monitor for battery bay one (1) does not show 100% charge. The customer stated that the pump does not have a performance issue. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse troubleshot the iabp unit and confirmed that five (5) led indicators on the batteries are illuminated, indicating that the batteries have 80-100% charge. The fse drained the battery below 80% and observed that battery achieved 80-100% charge on top display. The battery also had five (5) led¿s illuminated indicating an 80-100% charge. The iabp unit was functioning correctly and passed the battery run-time test. Calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The iabp unit was returned for clinical service upon completion.